Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) returned the broken silent nite device for credit. Additional information received reported that the 33-year-old female patient reported on 04/23/2026 that the upper bracket/anchor broke but the event occurred earlier in that month. The date the patient stopped wearing the device is unknown but it was the same that that the device broke. It is unknown if the patient was sleeping when the device broke but there was no injury or adverse event to the patient and no medical intervention was required.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #:(B)(4).